Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2017. The patient was diagnosed with hypotony, iridodialysis, and a cyclodialysis cleft in the implanted eye on (B)(6) 2017. The patient underwent treatment with atropine, followed by a laser treatment in the iridodialysis area, but intraocular pressure in the implanted eye remained low. On (B)(6) 2017, patient underwent a surgical intervention during which the cyclodialysis cleft was repaired. The surgeon reported that the patient was doing well after surgery. There was no defect or malfunction of the device associated with this event.